Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram card was evaluated and identified as the root cause of the issue. The component was ordered for replacement. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported a checksum error. This error will prevent the system from booting to a usable state. No patient or user injury was reported.